Event description:
The user reported that the pad had stopped working. Our investigation revealed that the cord had been pulled away from the switch and the condition of the pad suggests it was not used per the instructions.

Manufacturer narrative:
The user reported that the pad had stopped working. Our investigation revealed that the cord had been pulled away from the switch and the condition of the pad suggests it was not used per the instructions. The switch supplier has enacted several CAPA projects since this pad was manufactured to make the cord/switch connection more robust. In this case, the cord was pulled away from the circuit board exposing the user to bare wire.